Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following insertion of a faradrive sheath into the patient, and upon aspiration visible air bubbles and blood leakage were observed in the sheath. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Patient information was not available at the facility.